Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1342826. Medical device expiration date: 2026-11-30. Device manufacture date: 2021-12-08 medical device lot #: 1336424. Medical device expiration date: 2026-11-30. Device manufacture date: 2021-12-02. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "patients are bleeding around the needle at the site of insertion during blood draws."

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-26. H.6. Investigation summary: bd received 16 samples (8 from each reported lot number) and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for leakage with the incident lot was not observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "patients are bleeding around the needle at the site of insertion during blood draws."